Manufacturer narrative:
(Health effect clinical code) plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. During the investigation the manufacturer found objective evidence indicating a product problem, thus the complaint is confirmed.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that the 2008t machine has a defective blood pump rotor with tubing guides that come loose and puncture the tubing of the nipro (non-fresenius) bloodlines during hemodialysis (hd) treatment. Additional information was obtained during follow-up from the clinic manager (cm). The cm stated that a sound could be heard coming from the blood pump of the 2008t machine and a few minutes later the air detection message appeared. The cm stated the alarm kept occurring and could not be reset. Upon closer inspection blood was found on the machine and the bloodline tubing was cut off. The patient did not experience a serious injury or adverse event as a result of the reported issue. The patient¿s estimated blood loss was approximately 300 ml. Treatment was restarted on a different machine and completed successfully with new supplies including a revaclear (non-fresenius) dialyzer. The machine was pulled from service following the reported event. A replacement blood pump rotor was ordered. The machine remains out of service pending the arrival and installation of the replacement rotor. No parts have been returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that the 2008t machine has a defective blood pump rotor with tubing guides that come loose and puncture the tubing of the nipro (non-fresenius) bloodlines during hemodialysis (hd) treatment. Additional information was obtained during follow-up from the clinic manager (cm). The cm stated that a sound could be heard coming from the blood pump of the 2008t machine and a few minutes later the air detection message appeared. The cm stated the alarm kept occurring and could not be reset. Upon closer inspection blood was found on the machine and the bloodline tubing was cut off. The patient did not experience a serious injury or adverse event as a result of the reported issue. The patient¿s estimated blood loss was approximately 300 ml. Treatment was restarted on a different machine and completed successfully with new supplies including a revaclear (non-fresenius) dialyzer. The machine was pulled from service following the reported event. A replacement blood pump rotor was ordered. The machine remains out of service pending the arrival and installation of the replacement rotor. No parts have been returned to the manufacturer for physical evaluation.